Event description:
On 26-aug-2025, the clinical team reported that on (B)(6) 2025 the end-user was hospitalized due to prolonged hyperglycemia with blood glucose (bg) levels of 430 mg/dl. The end-user was transported to the hospital by caregiver, treated with intravenous fluids and insulin injections, and discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.